Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer contacted tandem technical support for guidance with the load sequence. Customer reported that blood glucose was elevated (300 mg/dl) prior to the load process. The cause was unknown and customer declined to troubleshoot the cause with tandem technical support. Customer performed the load sequence successfully.